Manufacturer narrative:
A review of available instrument logs and data indicates that the sodium sensor was experiencing a period of instability at time of analysis of the escalated samples. Numerous sodium related errors and interferent messages were observed on the date of event and the day prior. Additionally, aqc was recovering out of range. The data shows characteristics of exposure to quaternary ammonium compounds (qac). The customer states exterior disinfection is occasionally performed using didecyldimethylammonium chloride, a known qac. Qacs are known interferents of the rapidpoint sodium sensor. The instrument is currently operational at the customer site.

Event description:
The customer reported discrepant low sodium on three patients when compared to repeat testing on other rp500e instruments. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files for investigation and the investigation is ongoing. The cause of this event is unknown. The customer states they are currently operational on the instrument.